Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (372 mg/dl).

Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge, customer uses huymalog pens. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.